Event description:
Boston scientific received information from a journal article discussing that cardiac perforations of the right ventricle (rv) are a rare but potentially life-threatening complication of both pacemaker (pm) and implantable cardioverter defibrillator (ICD) implants. The article specifically identified a boston scientific lead model number that had been involved in a perforation. It was reported that the patient implanted with this right ventricular (rv) lead suffered a perforation. Symptoms were observed five days post-implant and the patient experienced a syncopal event. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Migliore, f., a. Zorzi, et al. (2014). "Incidence, management, and prevention of right ventricular perforation by pacemaker and implantable cardioverter defibrillator leads." Pacing clin electrophysiol 37(12): 1602-1609. A request was made to the journal article contact person, dr. (B)(6), to obtain the serial number for the boston scientific lead involved in this case. However, no additional information was received.